Manufacturer narrative:
The user facility reported that they were able to find the source of the reported issue. A defective s-video cable was identified. There was no issue with the actual device. The device manufacturer date was added. No other issues were reported. The investigation has been completed. Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Additional information was not made available. If additional information is obtained a supplemental MDR will be filed.

Event description:
The user facility reported a black and white image on the monitor as well as the printed images while using the video system center. No patient injury was reported. No additional information has been obtained.